Event description:
The surgeon implanted an aq2010v silicone lens but it broke while being inserted. The lens was removed in pieces with no patient injury or complications. The facility stated it was unknown as to why the lens broke. An aq2. 8s cartridge and an msi-pm injector were used but the lot numbers were not provided by the facility.

Manufacturer narrative:
The root cause for this event cannot be determined because the lens, injector and cartridge were not returned.